Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter pulmonary bioprosthetic valve, the valve was implanted in the recommended landing zone. Buckling was then observed on struts 4-5, likely due to the horizontal nature of the patient's anatomy. Per the physician, the valve was conforming to the patient's anatomy but the mid pulmonary artery had a curved anatomy and the valve could not take the curve. A gradient of 50 millimeters of mercury (mmhg) was recorded. A post- balloon assist was performed with a 24 millimeter (mm) non-medtronic balloon. Due to the balloon assist, the valve repositioned and the buckling of the struts resolved. Subsequently, the gradient decreased to 8mmhg, which was similar to the patient's pre-operation measurement (3 mmhg). An angiogram was performed and no paravalvular leak (pvl) was observed. An intracardiac echocardiogram (ice) was performed, confirming the proper function of the valve leaflets. It was reported that the physician was happy with the device performance following the balloon dilation. Per the physician, the frame distortion was caused by the patient's anatomy. No additional adverse patient effects were reported.